Manufacturer narrative:
Date sent to the FDA: 01/23/2020. Corrected h-3 summary: two opened boxes with thirteen and eleven unopened representative samples were received for evaluation. This product code is double armed. During the visual inspection of samples, no defects were found on the package. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed, and the pull force was above the minimum requirements. Additionally, the tensile strength force was above the minimum requirement. Per the conditions of the sample received, the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Summary: two opened boxes with thirteen and eleven unopened representative samples were received for evaluation. This product code is double armed. During the visual inspection of samples, no defects were found on the package. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed, and the pull force was above the minimum requirements. Additionally, the tensile strength force was above the minimum requirement. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that the suture was removed from the packet and it broke in half. Another like suture was used. There were no patient consequences reported.